Manufacturer narrative:
Summary product remains implanted at this time. The device history records (DHR) were reviewed as required. All manufacturing and quality assurance testing was carried out in accordance with applicable quality procedures. Following our investigation, since no product is available for evaluation, our conclusion to the most probable root cause can not be determined at this time. The device history records (DHR) were reviewed as required. All manufacturing and quality assurance testing was carried out in accordance with applicable quality procedures. The production batch record for this product shows that it was released in accordance with all governing quality assurance/quality control procedures prior to distribution. There are no similar or other complaints against the batch. (B)(4).

Event description:
Patient's spouse called to provide an update that her husband had passed on (B)(6) 2011. He had reportedly fallen onto his chest which resulted in the rupture of a small aneurysm. He was admitted to the (B)(6) emergency room, where he later expired. His primary physician, dr (B)(6), was unavailable at the time of the patient's admittance. The spouse did say that she spoke with his implanting physician and he was aware of the aneurysm, but due to age and health, it was only being monitored. During the call with the patient's spouse, we updated patient information in our tracking database and were able to determine the catalog and batch, implant date and implanting physician information. Catalog: 175628, batch: 636163, the graft was implanted on (B)(6) 1997, and the implanting physician was dr (B)(6). The (B)(6) medical center requested to perform an autopsy, and she granted them permission. She was informed that she would receive a copy of the finished report. She said if they did provide the report to her, she would contact us to provide us with a copy. If we do, will provide that information in a supplemental report.